Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by smoothing out the footswitch cable. The philips field service engineer (fse) inspected the system onsite and identified the footswitch cable was defective. To resolve this issue, fse replaced the wired footswitch and returned to philips for further analysis. The analysis of wired footswitch identified broken cable and damaged cable relief at the footswitch. Additionally, chipped paint and missing anti-slip material were observed. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without any interruptions, after the footswitch cable was adjusted to ensure smooth operation. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.